Event description:
It was reported that pump displayed malfunction alarm code and customer had not experienced any notable events before issue occurred. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions on how to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if issue returned, which customer acknowledged and understood.